Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported after 2 days of wear. It is unknown whether the customer noted a trend arrow on the device. The customer received 130 mg/dl sensor scan results and experienced nausea and dizziness. The customer was unable to self-treat and was seen by a healthcare provider where readings of 1000 mg/dl readings were taken on a healthcare provider meter. The customer then received and insulin injection(dose/type unspecified) for treatment of a diagnosis of hyperglycemia. It was also reported that unspecified laboratory results were taken within an unspecified amount of time to the medical event. There was no report of death or permanent impairment associated with this event. Additionally, a sensor result of 130mg/dl was compared to a healthcare provider meter reading of 1,000mg/dl and the results, when plotted on a parkes error grid, fall into "out of range", showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported after 2 days of wear. It is unknown whether the customer noted a trend arrow on the device. The customer received 130 mg/dl sensor scan results and experienced nausea and dizziness. The customer was unable to self-treat and was seen by a healthcare provider where readings of 1000 mg/dl readings were taken on a healthcare provider meter. The customer then received and insulin injection(dose/type unspecified) for treatment of a diagnosis of hyperglycemia. It was also reported that unspecified laboratory results were taken within an unspecified amount of time to the medical event. There was no report of death or permanent impairment associated with this event. Additionally, a sensor result of 130mg/dl was compared to a healthcare provider meter reading of 1,000mg/dl and the results, when plotted on a parkes error grid, fall into "out of range", showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
This serves as a correction report. Section b5 and b6 have been updated as they were incorrectly documented in previous report. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a low sensor scan result and experienced nausea and dizziness. The customer was unable to self-treat and was seen by a healthcare provider where a laboratory blood glucose result of 1000 mg/dl was obtained in comparison to a sensor reading of 130 mg/dl. The results, when plotted on a parkes error grid, fall into "out of range", showing the difference in values to be clinically significant. The sensor wear was 2 days and it is unknown whether the customer noted a trend arrow on the device. The customer received insulin (dose/type unspecified) for the treatment of a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.